Event description:
The complainant reported an automated impella controller had an alarm for "battery failure". There was no patient involvement.

Manufacturer narrative:
Data review: aic logs confirmed the reported failure. There was a battery failure alarm. The ltpowerdata from the complaint date showed cell imbalance with battery 1 (cell 2 failure) which caused the battery pack¿s internal electronics to shut down. Device review: the failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to failure in battery 1, due to internal cell imbalance (a known pattern failure). This report is being filed as part of a retrospective review of historical records.